Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed because, approximately 3 years and 8 months post device implantation, the patient died due to congestive heart failure and idiopathic mitral regurgitation. It was reported that on (B)(6) 2011, two mitraclips were implanted in a patient with functional mitral regurgitation (mr), reducing the mr from grade 4+ to 1+, without a reported device malfunction. On (B)(6) 2015, transthoracic echocardiogram revealed increased mr grade 2+ to 3+. The two implanted mitraclips were well seated on the mitral valve leaflets. The patient was asymptomatic. Per the study physician, the implanted clips did not contribute to the worsening mr; worsening mr was due to disease progression. There was no treatment or hospitalization. Reportedly, on (B)(6) 2015, while in hospice care, the patient expired of congestive heart failure with shortness of breath. Per the death certificate, the immediate cause of death was congestive heart failure (chf) with secondary cause mitral regurgitation, idiopathic. Per the study physician, the increased mr was related to chronic chf progression and not directly related to the clips. Per the physician, the chf and patient death were unlikely related to the clips. There was no reported device malfunction. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. The reported patient effects of dyspnea, worsening mitral regurgitation (mr), heart failure and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. In addition, this event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that there is no evidence of a device issue in causing or contributing to the death. The patient had preexisting heart failure due to the severe functional mitral regurgitation that was causal to the death. Based on the information reviewed, the reported patient effects appear to be related to patient morphology/pathology (disease progression), as the patient's underlying condition/heart failure contributed to the reported dyspnea, worsening mr and subsequent death. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The shortness of breath (sob) and death are now assessed by the physician as unrelated to the device. The increased mitral regurgitation was reportedly due to disease progression. With this new information, this event is now not MDR reportable. There remains no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on (B)(6) 2015, the patient experienced shortness of breath (sob) requiring hospitalization. On (B)(6) 2015, the patient expired. Per study physician, the sob and death were unrelated to the implanted mitraclips and unrelated to the mitraclip procedure.